Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken ceramic tip could not be identified. However, it¿s likely, the cause is related improper handling (impact/shock), in combination with a previous third-party repair (where an unknown glue was used). The suggested event is detectable, by handling the device in accordance with the following section of the instructions for use: chapter 4: warning: infection control risk: properly reprocess the product before first and each subsequent use. Following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1: inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches, ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found components of the tension ring are worn, the cap was missing, and the ceramic tip was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the inner sheath, had a damaged tension ring. The issue was found after a therapeutic, trans cervical resection in saline procedure. The procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a broken ceramic tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.